Event description:
The customer reported that she had been experiencing high blood glucose levels. The reported blood glucose reading at the time of the call was 542 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but failed the high pressure test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor. Unable to conduct the occlusion or excessive no delivery test due to the prime anomaly.